Manufacturer narrative:
The country of origin is belgium. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient had a new pain on their left side and the lead they had couldn't provide stimulation to that side. They placed two new electrodes as a solution for this. It was later noted that the patient experienced an infection, inpatient hospitalization, and there was an emergency room visit. There was scratched right frontal wound crust and initially small wound dehiscence, but it had since grown larger. There was no fever or feeling of illness, and there was no problem with the other wounds. The patient did indicate a beneficial effect from their device. Biochemical examination revealed crp was 24.7 mg/l and normal wbc (4.46 10**9/l). There was exploration of the right frontal wound and the final decision was made to remove the right frontal electrode after clipping the electrode the passage above the left borehole. They decided that because of the high risk of infection (the patient smoked and liked to scratch at the wound), they would not replace the electrode in the future. The event was resolved without sequelae as of 2024-mar-13.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the clinical site. The etiology was updated to possibly related to the device or therapy.